Event description:
The subsidiary site reported that during incoming inspection of the device at the service center, upon power up there was a "system computer needs service" error message displayed on the central control monitor (ccm). The ccm did not operate. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This is a report issue which was repaired at the manufacturer on related complaint MDR #1828100-2014-01157.